Manufacturer narrative:
A visual inspection was performed and discoloration was observed on the gold tabs, and unknown residue substance was seen on the inside of the reduction tunnel. One of the gold tabs was protruding from the device slightly more than the other. The portion of the gold tabs that assembles with the screw tulip were seen to be deformed from use. The device was functionally inspected by attempting to assemble with an everest screw and fully engage the tunnel to the reduced position. The device was able to engage and disengage the screw using excessive force. It is suspected that the gold tabs are jammed in the tulip head once assembled. The device was able to retract into the fully reduced state by rotating the proximal end. Due to excessive force required to assemble and disassemble the device from the screw, the device does not function as intended. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history was reviewed and no previous complaints for this lot were found. The everest mi xt surgical technique was reviewed. Use of the related device is detailed in the everest mi xt surgical technique which details to seat the recovery alignment tool into the screw head and slide the recovery reduction tunnel over the recovery alignment tool until it is attached to the screw head. Rotate the proximal knob clockwise to begin reduction. Tighten or loosen positions are selected by adjusting the rotation knob into forward, neutral, or reverse. The root cause of the reported event can be attributed to customer use of the instrument. Complex maneuvers, difficult angles, and excessive force used on the device by the user could have contributed to the reported failure mode.

Event description:
It was reported that outside the or the tip of an everest mi rod reducer was discovered to be broken. No adverse consequences, surgical delay, or medical intervention were reported. The procedure was completed successfully.

Event description:
It was reported that outside the or the tip of an everest mi rod reducer was discovered to be broken. No adverse consequences, surgical delay, or medical intervention were reported. The procedure was completed successfully.